Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton threads were coming off. From the pull string [device breakage]. Case narrative: consumer reported via phone that the cotton threads were coming off the heavy-flow and regular-flow tampons. No injury was reported.